Event description:
It was reported that the patient received an uncommanded bolus of 20 units. Patient denied programming the bolus. The patient had called into product support for communication issues with the pod and cgm (continuous glucose monitor) that has been captured under an additional file. The patient reported she noticed the uncommanded bolus had occurred while on the phone with product support for the communication issue. No adverse events or changes in blood glucose readings were reported to be associated with the reported uncommanded bolus.

Manufacturer narrative:
In the case description, the user mentioned receiving a 20 u bolus uncommanded. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the android log files confirmed the delivery of a 20 u bolus on the date of occurrence and found evidence of interaction with the application in order to program, confirm, and start the delivery of the 20 u bolus. Logs show that the total bolus amount was manually adjusted from 0 u to 20 u one digit at a time as expected from user interaction. Logs show the proper flows being followed and buttons being pressed to open the bolus calculator, program the bolus, and start bolus delivery. The logs show evidence of interaction to program and deliver all boluses. No evidence of an uncommanded bolus was observed in the logs.